Event description:
A 70 year old male was treated for st segment elevation myocardial infarction (stemi) complicated by cardiogenic shock and requiring inotropic and vasopressor support. An impella cp device was utilized for hemodynamic support. During a routine echocardiographic examination performed to confirm impella cp position and assess left ventricular function, fluid was identified in and/or around the pericardial space. No impella related alarms, positioning issues, or mechanical concerns were reported at that time. The finding was documented without attribution to the impella device, and no concerns regarding device causality were raised by the treating healthcare team. The patient remained critically ill and required ongoing vasoactive support. Given the patient¿s overall clinical condition and prognosis, the bedside care team subsequently elected to withdraw life sustaining therapy. The patient expired following withdrawal of care. Based on available information, no device malfunction was identified; no procedural complication related to impella placement or operation was documented. The pericardial fluid was identified during routine imaging and was not assessed by the healthcare team as device related. This event is documented as a pericardial effusion/infusion adverse event. For vigilance purposes, the event is conservatively reported; however, based on health care team evaluation, it was unlikely to be related to the impella cp device. The decision to withdraw care was driven by the patient¿s overall medical condition and prognosis. Given the severity of the patient¿s underlying disease and critical illness, the outcome was consistent with progression of the patient¿s condition rather than impella cp performance.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Ppae ( pericardial effusion) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Event description:
Additional information indicates that the bedside team attempted a bedside pericardiocentesis, the patient ultimately coded and past. Per physician, patient was not a higher therapies candidate. Cp was not cause of fluid in pericardial space per physician statement.